Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2017-06621, reference MFR. Report: 1627487-2017-06623. The patient has two systems. It is unknown which leads were explanted; hence all suspected devices are being reported. It was reported the patient's leads had migrated out of the epidural space. Subsequently, surgical intervention was undertaken during which the patient's leads were explanted and replaced. Stimulation was restored following the procedure.